Event description:
The lay user/patient contacted lifescan and alleged that her one touch ultra meter was giving inaccurate erratic results. A pt reported blood glucose results of 83 mg/dl and 172 mg/dl with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The customer service agent attempted to walk the patient through a control solution test. However, when the test strip was inserted into the meter, it powered off during use. The patient was educated on automatic shutoff, but the meter turned off before the time was up. The battery was checked and it was correctly installed. The battery was last replaced less than a year ago and the condition of the battery contacts was good. The patient did not receive any medical attention. A replacement meter was sent to the lay user/patient.